Event description:
**Update** (B)(4) 2013 - plaintiff¿s preliminary disclosure form was received, which identified dob information. Part/lot was identified on patient sticker sheet. The complaint and associated mdrs were updated. Complaint was updated on (B)(4) 2014.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Legal claim received alleging that the patient suffers from pain and excessive levels of chromium and cobalt.

Manufacturer narrative:
Depuy still considers the investigation closed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Legal claim received alleging that the patient suffers from pain and excessive levels of chromium and cobalt. Update 12/30/13 - plaintiff's preliminary disclosure form was received, which identified dob information. Part/lot was identified on patient sticker sheet. The complaint and associated MDR's were updated. Complaint was updated on 01/12/14. Update 5 aug 2014 - updated dor, attached der, added patient demographics, 501k numbers, stem and sleeve. Updated product complaint categories to current procedure.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Event description:
Update rec'd 9/25/14 - medical records received. Patient revised to address pain, swelling, and elevated metal ion levels. Upon revision a significant amount of gray synovial tissue, synovitis, and metallosis were noted. The information received does not change the MDR decision. This complaint was updated on: 10/14/2014.